Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery. The customer stated he changed the reservoir and infusion set but the no delivery occurred again during prime. Customer went through 2 infusion sets trying to resolve issue prior to calling. The drive support cap is recessed. Customer performed fixed prime and insulin did not exit and it alarmed no delivery. Customer was advised to disconnect and reconnect the reservoir and tubing at the tubing connector and manually prime; insulin did not exit and there was greater than normal resistance with the plunger push. Blood glucose value was 328 mg/dl; treated with manual injection. Customer was advised the alarm was caused by a set occlusion and to do a complete set change as soon as possible. The customer stated he was going home and would change the set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.